Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under buttons. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the keypad was intact. All buttons responded appropriately. There was contamination under all button contacts. (B)(6).